Event description:
A nurse reported that two days after a cataract with iol (intraocular lens) implantation procedure on the right eye, a pt presented with corneal edema and vitritis which the surgeon associated with fibrin tass (toxic anterior segment syndrome) or early onset endophthalmitis. A tap with culture was performed and the pt received antibiotic injections. The pt was also given a topical steroid every hour and a topical antibiotic four times daily postoperatively. The pt's vision was noted to be improving with a "good" prognosis. No samples are expected to be returned for this report. Upon follow up it was informed that the tap culture was negative. There are no add'l details available. This is the third report of three reports for the same event. This report is for the iol.

Manufacturer narrative:
Eval summary: the product was not returned for investigation. The iol remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(6) 2014. (B)(4).